Event description:
It was estimated that during the procedure approximately 130-150ml of contrast extravasated. The flow rate was set for 2cc/sec and the site of injection was the forearm. The pt was treated with hot compresses. No further med intervention was required.